Manufacturer narrative:
Date sent: 06/07/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an lsh procedure the blade of the device broke off in the pt. The site used an x-ray to find the blade and endoscopically removed it from the pt. At this point in the case the procedure was completed far enough that it was not necessary to use a second device to complete the case. Pt is stable.